Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A copy of the physician's flashcard was received and the data was reviewed. During the review, it was noted that the high lead impedance was first detected by the system on (B)(4) 2012, with an impedance value of 10083 ohms.

Event description:
It was reported on (B)(6) 2012 that high lead impedance (impedance value 10,000 ohms/ifi no) was obtained while performing systems diagnostics. The patient was last seen on (B)(6) 2011 and the impedance value on systems diagnostics was 2628/ifi = no at that time. There was no trauma or manipulation reported. The patient's device was to be programmed off and x-rays were taken. The patient is not experiencing any adverse events. The settings upon interrogation were 1.75/20/250/30/1.1. A review of the x-rays indicated the lead pin may not be fully inserted into the generator header as it could not be seen past the second connector block but this could not be confirmed due to image quality and angle. A small portion of the lead was behind the generator and continuity in that portion of the lead could not be assessed. (B)(4) attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed. Date of event, corrected data: the initial report indicated the date of the event was (B)(6) 2012, however additional data received revealed that the date the high lead impedance was first detected was (B)(6) 2012. The information has been corrected on this report.